Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to patient, on approximately (B)(6) 2026, the patient experienced hyperglycemia, ketones were over 2.0 mmol/l and no symptoms were reported. The cgm was reading high and the blood glucose reading was 34.0 mmol/l. The patient was taken to the hospital and treated there with potassium. The patient was admitted for 24 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.